Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation technicians exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed. Analysis determined this pacemaker has not exhibited any anomaly indicative of a compromised low-voltage capacitor and could not determine a reason for the reported clinical allegation.

Event description:
Boston scientific crm received information that during a follow up visit, the patient with this device reported experiencing the device did not deliver pacing approximately three times daily and felt syncopal. Interrogation did not reveal any issues and no rhythm strips displayed this issue. This device is included in the low voltage capacitor product advisory communicated on june 23, 2006. Intermittent loss of therapy is a symptom of the advisory. A replacement procedure was performed, this device was removed and replaced. No further adverse patient effects were reported.